Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their au5800 clinical chemistry analyzer. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated with event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective reference (ref) solenoid valve. The fse observed the ref valve was generating bubbles. The fse replaced the ref solenoid valves to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).